Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001273 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. During the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was losing water at the end where the catheter is inserted. The valve did not break into two or more separate pieces. It did not detach from the sheath. No blood return was observed. The procedure was completed. No patient consequences were reported. No air entered to the patient. With the information available, this event is being conservatively assessed as a hemostatic valve separation issue as the escape of water reported would most likely be related either to the hemostatic valve being malfunctioning or a dislodged hemostatic valve. The hemostatic valve separation issue was assessed as a MDR reportable issue.